Event description:
It was reported that during generator replacement surgery, high lead impedance of 7333 ohms was found with the new generator. A second impedance test resulted in 9300 ohms. The previous generator was reported to be at end-of-service and was not interrogated pre-operatively. Generator diagnostics were performed on the replacement device with a test resistor and were within normal limits at 4000 ohms. High lead impedance was observed again on diagnostics after the lead was re-inserted into the replacement generator. The surgeon then pulled out a section of the lead and observed a fracture in a segment of the lead and reported he could only see one strand of wire in the insulation. The surgeon was not sure if the lead fracture occurred due to him pulling on the lead during explant, or if the fracture had previously existed. The lead was replaced. The explant hospital does not return explanted products per hospital policy, and therefore analysis is unable to be performed.